Event description:
Needle stick with a retractable needle after insulin given. Per user (nurse) who received the needle stick injury: "while screwing off insulin pen needle, it started to fall I tried to catch it and got stuck in my left thumb." FDA safety report ID # (B)(4).